Event description:
The user pushed the sheath of the zilver biliary device down the scope; when the device exited the scope the zilver biliary stent was partially deployed. No adverse effects to the pt are reported as occurring. Although requested no additional info relating to this event has been received.

Manufacturer narrative:
The zilver device involved in this complaint has not been returned for eval. With the info provided, a document based investigation was carried out. Additional info received from the cook rep confirmed the safety lock was in place when the stent prematurely deployed. It can be noted that for the question: "was resistance encountered when advancing the stent and introducer through the obstructed area?" The following answer was provided: "user did not continue to place stent once difficulty occurred". The info above suggests that the user experienced difficulty when attempting to place the introducer into the target lesion. It is possible that the stent could have been partially deployed due to excessive manipulation of delivery system during advancing. However, as the device involved in the complaint was not returned for eval and the conditions of use could not be replicated in the laboratory settings, a definitive root cause of this premature deployment cannot be determined. The customer complaint could be confirmed based on customer testimony. As per the instructions for use, the user is advised of the following: "prior to deploying stent, remove the safety lock. Note: ensure that the safety lock is not inadvertently removed until final stent placement". It has been confirmed that the safety lock was in place when this incident occurred. Prior to distribution all (B)(4) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant mfg records for (B)(4) device revealed no discrepancies that could have contributed to this complaint. The complaint is confirmed based on customer's testimony. The relevant personnel have been informed of this complaint issue. From the info provided, there were no adverse effects to the pt due to this occurrence. Quality engineering assessed the complaint and the risk has been determined to be low. Complaints of this nature will continue to be monitored for emerging trends.